Event description:
It was reported that the rigid video scope image became blurred and indistinct. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit failure and weakened in the insertion section light guide bundle. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cable unit failure is electrical/electronic component problem, but the cause of the cable unit failure could not be determined. Olympus will continue to monitor field performance for this device.